Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during therapy. The baxter technical representative (tsr) explained the se and had the hp cycle power off and on and got se 2367. The hp would have to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp had no idea how the air entered the lines. The hp stated that everything looked normal and they could not see anything physically wrong with the supplies that night. The hp had notified the registered nurse (rn) regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.